Event description:
Patient was implanted with tibial nail and screw construct on an unknown date in 1993. This procedure occurred at an unknown hospital by an unknown surgeon. On an unknown date, patient began feeling discomfort, and examination of implant revealed the tibial nail was sitting proud, but 2 distal screws were broken. On (B)(6) 2012, patient returned to the or for removal of hardware. Tibial nail and two distal screw heads were removed. The two screw shafts remained implanted. It is reported that the patient is healed, no additional hardware was implanted, and the patient is recovering well. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was implanted on an unknown day in 1993.